Event description:
The customer reported being hospitalized with diabetes ketoacidosis, but it was not due to the insulin pump, and the customer declines to document the event. The customer mentioned having bent cannulas, and she has been inserting in the upper buttocks and not in the abdomen since four to five years ago for the same reason. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.